Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device; the fiber bonding in the outer tube area (distal end) was damaged; and the cover glass of the insertion section was cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image was green due to the broken charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided that the picture had a kind of monochrome and consisted exclusively of glass green/black colors. The event was identified during a therapeutic endoscopic inguinal hernia repair using the total extraperitoneal (tep) procedure. After a brief delay, the procedure was complete using a similar device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the picture of the subject device had a green tint. The event was identified during an unspecified procedure. There were no reports of patient harm.